Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well images in question, which appeared with a visually very hazy background.

Event description:
On (B)(6) 2017, a customer site reported to immucor technical support, an abo mistype, which was tested on a galileo neo instrument.